Manufacturer narrative:
Reported issue of shaft frosting confirmed via simulated use testing. Failed vacuum sleeve issue is the cause of the shaft frosting

Event description:
The shaft of the pcs-17 frosted from the handle to the patient's skin. The doctor wasn't concerned about it, and he didn't feel is was cold enough at the skin to do any harm.